Event description:
It was reported that the neptune rover smoke evac was not working during a procedure. The procedure was completed successfully without any procedure delay. There was no medical treatment and no intervention required as a result of this event.

Manufacturer narrative:
It was noted by the technician that the smoke filter was installed with the zip tie still in place from shipping. The tech removed the zip tie and returned the unit to service.